Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this implantable left ventricular (lv) was repositioned during an ra lead revision procedure. It was reported the fixation was less than desired and the lead had pulled back. The lead was successfully repositioned. To date, there have been no adverse patient effects reported.